Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The internal battery was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.